Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. The event will be reported on MFR number 0002648920-2018-00217.

Manufacturer narrative:
(B)(4). Implant date : (B)(6), 2012. Concomitant medical products - unknown nexgen femoral, unknown nexgen bearing, nexgen all poly patella. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06569, 0001822565-2017-06585, 0002648920-2017-00599. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post left knee surgery, patient is experiencing pain, fluid, and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.